Manufacturer narrative:
Device passed the rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No this alarm is generated when the insulin pump detects movement in hall sensor counts that are unexpected since the pump did not command motor movement alarms noted during testing. Device functioning properly. Motor was tested outside the device and passed.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump alarmed hall sensor counts are unexpected since the pump did not command motor movement. The customer¿s blood glucose level was unknown at the time of the incident. Displacement test, self test was performed and passed. Pump was able to rewind. Customer also mentioned that the pump has not been exposed to magnetic field. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will not be returned for analysis.